Manufacturer narrative:
Device evaluation: one used syringe was returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Upon examination, the silicone lubricant appears to have been depleted. Merit is unable to determine root cause.

Event description:
The user reported that the syringe tip separated from the plunger during a cardiac procedure. The user reported that the failure had occurred 10-15 times, but did not give any information for the additional events. The physician replaced the syringe and completed the procedure. No harm or injury was reported.